Manufacturer narrative:
Concomitant medical products: patient medications - loradamed; aspirin; b-complex folic acid; amlodipine. (B)(4). Additional devices included in this report:pxc201400/05692557 (B)(4); pxc181000/05698097 (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with three gore excluder aaa endoprostheses (pxt281414/05769678, pxc201400/05692557, pxc181000/05698097) to treat an abdominal aneurysm. It was reported that the patient's aortic neck angle was outside of our treatment range (angle unknown). On (B)(6) 2014, the patient's aneurysm ruptured and the grafts were floating in the aneurysm. It was reported that seal was lost because of the patient's severe neck angle. The patient was treated with two aortic extender components (pla280300/12641558, pla320400/13122724) placed proximally of the trunk-ipsilateral leg component. On (B)(6) 2016, the patient was treated for a pseudoaneurysm that had developed proximally of the renal arteries. The patient is in end stage renal disease. An aortic extender component was used to extend the existing graft. In addition, it was reported the physician extended the distal end of the endoprosthesis into the right common iliac as well as coil embolization in the right hypogastric artery due to disease progression. The patient tolerated the procedure.